Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported "cr bard arterial statlock. Arterial statlock extension tubing spontaneously tore at the patient end. The patient had been pulling on art line before this. Event was caught by rn and no harm to patient occurred. Event did not interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient. Tubing was not saved."